Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair with their merlin mobile application due to a bluetooth telemetry issue. The patient was brought into clinic and the issue was resolved upon re-interrogation. There were no patient consequences.